Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Were there any feeding issues experienced with the device? Just the clip formation. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Asku. Was there any torquing or twisting of the device present at the time of firing? Not aware. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Not aware. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Not aware. Does the patient have any relevant history of surgical treatments? Not aware. Did somebody other than the primary surgeon fire the instrument? Not aware.

Manufacturer narrative:
(B)(4) - yielded jaws the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. A batch/lot record review was performed and the batch met all final acceptance criteria.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed; not closing all the way. A second device was opened and the same issue occurred. A competitive device was used to complete the case.